Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a female patient underwent an unspecified breast surgery with an unspecified mentor saline breast prosthesis that deflated after implantation. The patient was involved in an auto accident in 2004 and noticed that her left breast prosthesis had deflated. The patient reported that she is now experiencing lymphoma. She also reported that the lymphoma is not related to her breast implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.